Manufacturer narrative:
One cadd legacy plus pump was returned for the investigation of a constant beeping sound. Upon receiving the product, there was a chip damage found on both front and rear housing of the device near the latch and the hinge. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during the DHR review. The event history log was also reviewed and no abnormal event was found. To further investigate the reported issue, the pump was turned on and was found to start beeping after self testing without having any error message on the lcd display. The complaint was confirmed but the cause could not be determined. The pmu was reloaded and the uso sensor was recalibrated. The rear and front housing were also replaced and the pump then passed functional tests.

Event description:
Information was received that device had a constant beeping sound. Pump was not in middle of procedure; incident occurred during set-up. No patient involvement.